Event description:
Per the clinic, the patient had reoccurring infections and abutment was removed on (B)(6) 2025. The implant fixture still intact. The patient was reimplanted with another cochlear device during the same surgery.